Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
A few days after the PICC line placement, the customer noted a leak on the catheter between the skin and the purple part of the catheter. The PICC line was removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.